Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings during investigation, there was an occlusion alarm in the black box. The force at the time of the occlusion was high. The ez-prime steps were performed correctly with no alarms. The force calibration passed within specification. The pump was exercised for 24 hours with no occlusion occurring. The pump was opened and there was no intermittent condition found on the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).